Event description:
Pt had surgery on (B)(6) 2010 and came in for a routine f/u eval on (B)(6) 2011. At this time, x-ray revealed that one of the screws in the vertebral body did not appear to be flush with the cervical plate. It is unk whether the pt will undergo a revision procedure to remove the screw. Will f/u at a later date once more info becomes available.